Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet bionic pancreas, with troubleshooting and education provided, including guidance to take sugar before bed and to contact a healthcare provider for a medically informed plan. Investigation included complaint intake with recommendation to refer to the user's health care provider if the issue persists. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included an urgent low glucose alert without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.